Event description:
The patient reportedly has experienced intermittencies when using the external equipment. The patient was seen at the center of eval. External equipment was exchanged. However, the problem was not resolved.the patient was seen by a for device eval. Testing performed confirmed that the device was not functiong. Surgery to the explant the patient's c1 device has been scheduled.